Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who advised customer monitor blood glucose to be above 70 mg/dl and diagnosed customer with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. The reader was visually inspected and damaged was observed. Reader did not turn on with button press, strip insertion or usb cable insertion. Reader was connected to computer and masterm and unable to recognize the reader. Reader did not fit to the reader letterbox gauge. Visual investigation was performed on the returned reader and damage was observed to the reader casing. Reader didn't turned on with button press, strip insertion or usb cable insertion. Button stuck into the reader due to damage in reader casing. Reader was de-cased and observed a massive corrosion around the battery management chip and the power on reset chip of the pcba (printed circuit board assembly). Corrosion was also observed on reader button circuit area. The returned battery voltage was measured to be within specification range. Returned batteries were replaced with good known batteries. Attempt to turn on the reader. Reader didn't turned on. Test strips were inserted and reader was plugged into the computer and reader turned on, indicating corrosion caused the button circuit to not respond properly to the button depression. Self-test was performed on reader and all results were within specification. Self-test passed indicating that the reader software functionality was not affected by the damage or the corrosion. This issue is not confirmed to use. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who advised customer monitor blood glucose to be above 70 mg/dl and diagnosed customer with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.